Manufacturer narrative:
Final analysis of the pump found no anomalies.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the patient experienced underdose symptoms and increased spasticity. She had alternating symptoms of withdrawal and sleepiness for several months. A pump replacement was required. The device system was used to deliver baclofen. It was later reported that the surgeon sent a sample of cerebrospinal fluid (csf) during the pump replacement and was notified of an infection. The entire system was explanted. It was later reported that the pump was replaced on (B)(6) 2014. It was stated that there were ¿no discrepancy notes in reservoir after explant.¿ it was later reported that the surgeon was notified by the laboratory that an error was made and there was no infection. The system remained explanted.

Event description:
Additional information received reported that the patient was on oral baclofen. The intrathecal baclofen treatment started on (B)(6) 2006 through (B)(6) 2014. The symptoms of ¿withdrawal¿ were still present following explanation. It was stated by the physician that they felt the patient¿s ¿withdrawal¿ symptoms was anxiety and not related to baclofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.